Manufacturer narrative:
Manufactures investigation conclusion: the centrimag devices associated with this event were not returned for analysis. Multiple requests for product return and additional information did not receive a response. As a result, the reported event could not be confirmed, and the root cause could not be conclusively determined. Per reported information, the customer was able to resume support with their backup system. The hospital's biomed department tried to troubleshoot the device and they found nothing wrong. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is also reported against the centrimag motor in MFR. Report #2916596-2019-05963. The patient's date of birth and age were not provided. The patient¿s gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a patient was brought to the operating room and when transferred from one bed to the other, the console shut down. They were able to resume support with the backup system with little harm to the patient. When the biomed department tried to troubleshoot the device, they found nothing wrong. Additional information has been requested but not yet provided.